Event description:
This device was implanted on (B)(6) 2015 and remains implanted at this time. In a product international experience report received on (B)(6) 2018 during a follow-up check, impedance was over 3000 ohms. High impedance trend was observed from the second half of (B)(6) to the first half of (B)(6) 2018. The device was reprogrammed and was changed from safer (aai-dd) mode to aai mode. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).